Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and moderately calcified coronary artery. A 3.50 x 24 synergy¿ drug-eluting stent was advanced but met a resistance at the calcification during delivery. Flushing was performed, but the device still failed to cross the lesion and it was noted that the stent was slightly flared. The procedure was completed with another 3.50 x 24 synergy¿ drug-eluting stent. No patient complications were reported.